Event description:
It was reported that the patient with this implantable pacemaker device had an ambiguous allegation against the device. Boston scientific technical services (ts) referred patient to clinic for device checked. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.